Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract extraction and vitrectomy procedure, while in vitrectomy mode, a system message displayed and the reflux function was not available. The surgeon tried several times to activate reflux without success. The case was completed successfully following a five minute delay. There was no harm to the patient.